Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection showed that the helix was distorted/bent.

Event description:
It was reported that during implant prcedure that there was an issue with the "screw mech". The lead was not implanted. No patient complications have been reported as a result of this event.